Event description:
The user facility reported the sterilizer was making a steam leak sound, and they received a positive biological indicator. The indicator was a 3m brand indicator. Instruments sterilized in the sterilizer were used in patient procedures. The medical center followed their protocol for notifying patients. No injuries have been reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer, and found that the door gasket required replacement. The steris technician attributed the damaged door gasket to age related failure of the component. The sterilizer is under steris service contract, and was installed in 1999. It was last maintained on (B)(4) 2012. Door gasket inspection is included in all preventative maintenance intervals. The door gasket was inspected on (B)(4) 2012, and found to be in good condition. The service technician replaced the door gasket, tested the sterilizer, found it operational and returned it to service. Steris has informed the user facility that 3m indicators have not been qualified by steris in steam sterilizers.